Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced extensive halos and glare. The lens was replaced with a different lens during secondary procedure. Additional information was requested.